Event description:
It was reported that the patient needed a revision because he was not getting good coverage. It was noted that there were no confirmed reports of an overdischarge. It was also noted that the patient had a scheduled appointment with the physician and the manufacturing representative to interrogate the device. It was further noted that the patient had a scheduled appointment on (B)(6) 2012 to replace the battery. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's internal neurostimulator (ins) was replaced on (B)(6)-2012. It was noted that the "existing lead was working properly" and the patient had coverage in the appropriate areas. The patient outcome was provided as "doing very well."

Manufacturer narrative:
Product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient product ID 3708360, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension, product ID 3487a-33, lot# j0309424v, serial#, implanted: 2003 (B)(6), explanted: product type lead. (B)(4).